Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The reported problem of check IV set alarms, motor stall errors (242.4030.0), and fluid ingress was confirmed on the returned device. Functional testing of the device confirmed multiple check IV set alarms and motor stall failures, however, no rate accuracy testing could be performed due to the check IV set and motor stall errors. Internal inspection found dried fluids under the membrane frame and on both occluder and pumping fingers. The upper and lower occluder fingers were found to be stuck. Evidence of previous fluid ingress damage was also found on the bottom of the rear case. Troubleshooting was performed to address the check IV set issue and found the lower pressure sensor had thermal damage, most likely from the fluid ingress. The pressure sensor was replaced and the device cleaned to remove dried fluid residue. The device was powered up and a basic infusion started, no alarms or malfunctions occurred. The root cause of the check IV set alarm on the returned device is suspected to be due to fluid spillage on the device which resulted in thermal damage to the lower pressure sensor. The cause of motor stall errors was due to stuck occluders. Root cause of stuck occluders was due to fluid ingress. The root cause of the fluid ingress is suspected to be due to entry of fluids into the device around the front bezel area.

Event description:
Device sent by customer to service depot for repair. Information received from service depot states problem as follows: receiving "check IV set alarm. When the unit was powered on and door opened a 242.4030 error was generated. Found sticky residue inside pump. Camshaft won't rotate due to stickiness. Device was not on a patient at the time of event.